Event description:
Pt underwent cataract surgery in 2000, and implantation of a staar model aa4203vf intraocular lens. Lens unfolded incorrectly upon insertion causing an anterior capsule tear. Lens was explanted and an anterior vitrectomy was performed.